Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose in the 60 mg/dl range at the time of the incident. The customer woke up with a 400 mg/dl level as their site had come off at the quick release. The customer used manual injections to treat the high and resumed pump basals. The customer woke up low. The customer had low symptoms such as twitching and jerking. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer was also hospitalized for congestive heart failure. The insulin pump will not be returned for analysis.